Event description:
It was reported that red particles were floating in medication after being drawn, was also noticed that hub appeared to be darker than usual with a bd¿ blunt fill needle. This occurred on 2 separate occasions before use. The following information was provided by the initial reporter: material no: 305180 batch no: 8292984. It was reported that red particles were noticed floating in the fentanyl after being drawn into the syringe. It was also noted that the hub appeared to be darker than usual. Saline solution was drawn using the same needle and similar red particles were noticed. Event description per attached email states, "student nurse attempted to draw up medication for a procedure, witnessed by rn. All supplies were new and opened from sealed packaging. The fentanyl solution was clear in the vial, but after being drawn up into the syringe, appeared red with small floating particles. Upon further inspection, the hub of the blunt tip needle appeared darker than usual. ER pharmacist then attempted to draw up saline solution with this same needle. After being drawn up, the saline was a similar red color with floating particles. ER pharmacist has saved needle and syringe.

Manufacturer narrative:
Investigation summary: one photo and sample were received from the customer for investigation. The saple was visually analyzed using unaided vision. There is a dark red loose foreign matter (fm) in the needle shield and in the needle hub. The foreign matter was analyzed using fourier-transform infrared spectroscopy (ftir) and was identified as human blood. While operator interaction with the product is minimal operators do interact with the product. A drop of blood could result from an unobserved or unknown break in an operator¿s skin. Operators are instructed to notify quality and management if they realize they have a break in the skin so that the affected product can be quarantined and scrapped. There were no quality notifications issued during the production of this batch relating to biological contamination. Bd acknowledges that the returned samples contained foreign matter (fm) which was identified as blood. As a means of raising awareness to this issue a quality alert will be issued to all associates involved in the production of this material. This quality alert will be shared at shift startup meetings and will be posted for one (1) week for associates to review. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that red particles were floating in medication after being drawn, was also noticed that hub appeared to be darker than usual with a bd¿ blunt fill needle. This occurred on 2 separate occasions before use. The following information was provided by the initial reporter: material no: 305180, batch no: 8292984. It was reported that red particles were noticed floating in the fentanyl after being drawn into the syringe. It was also noted that the hub appeared to be darker than usual. Saline solution was drawn using the same needle and similar red particles were noticed. Event description per attached email states, "student nurse attempted to draw up medication for a procedure, witnessed by rn. All supplies were new and opened from sealed packaging. The fentanyl solution was clear in the vial, but after being drawn up into the syringe, appeared red with small floating particles. Upon further inspection, the hub of the blunt tip needle appeared darker than usual. ER pharmacist then attempted to draw up saline solution with this same needle. After being drawn up, the saline was a similar red color with floating particles. ER pharmacist has saved needle and syringe.